Event description:
The initial reporter received questionable elecsys insulin results for one patient tested on a cobas 8000 e 801 module. The patient's initial insulin result was reported outside the laboratory. The patient's physician requested repeat testing. The customer performed testing on four samples collected from the patient. On (B)(6) 2022, the patient's initial insulin result was 0.400 uu/ml with a data flag. On (B)(6) 2022, the patient's repeat insulin results from all four sample tubes were "around 26 uu/ml." The customer provided two repeat insulin results of 26.7 uu/ml and 24.8 uu/ml. The other two repeat insulin results were requested but not provided. The customer determined the repeat results were correct due to the results matching the patient's clinical picture. The insulin reagent lot number was 58453101 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The customer performed a visual inspection of the patient's samples and reported "nothing conspicuous was observed." The investigation reviewed the customer's calibration and qc results and the results were within the acceptable ranges. Based on the provided information, a general reagent issue could be excluded. The customer's sample pre-analytical details were requested but not provided. The investigation reviewed the customer's system alarm trace and did not find any abnormalities. The investigation did not identify a product problem. The cause of the event could not be determined.